Event description:
The customer reported there were sparks on paddle and paddle tray plates. There was no pt involvement reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.